Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator had a critical thread alarm during device testing while the user was waiting for the patient to arrive in the room. There was no patient involvement with this ventilator, and the patient was placed on another ventilator. The ventilator was then taken to the biomed shop, and the critical thread error occurred again after it was powered on. However, when the biomed engineer powered it on a second time, the critical thread alarm did not appear. It did not appear for the ~20 minutes the hospital biomed tested the ventilator in ventilation mode.